Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge was unable to be installed on the pump. Reportedly, two rubber rings were removed from the pump pneumatic tap. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was used to address bg. Reportedly, the cartridge had ran out of insulin. The pump supplies were changed to address the issue and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.